Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary: the product was not returned to depuy synthes; however, a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition. The needle was found broken and the white sleeve is damaged due to the needle breakage. The plates, suture and the broken needle part are not visible in the photo. The complaint is confirmed for the damage reported, however for the deploying issue is not confirmed since the plates are not shown in the photo. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would contribute to the complained device issue. Based on the findings, the potential cause for the broken needle is traced to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device, tilting movements of the applier needle while it was inserted causing the needle to be broken, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
This is report 1 of 2 for (B)(4). It was reported that during a meniscal repair procedure, the truespan 12 degree peek device malfunctioned: when the surgeon pressed the lever the implant did not deploy properly and the first anchor dislodged from the meniscus before the second anchor was fired. The surgeon discarded that device and attempted a second, which failed the same way; both defective devices were set aside, a new device was opened, and the procedure was completed. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in january 2026. All available information has been disclosed.